Event description:
Stylet has concerning kink that looks like it could have easily fractured inside patient. There was minimal resistance advancing or retracting catheter during procedure. Nothing about the procedure make nurse believe it may have caused such a severe kink in stylet.